Event description:
The reporter stated the tech removed a cc4204bf collamer single piece lens from the vial and it was noted there was a tear in one haptic. The lens was not loaded or used and there was no pt contact. The reporter stated the lens was received torn and was defective.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, specific root cause of the event could not be determined.